Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was having no external power and power cable disconnect alarms on their mobile power unit. At the time, the patient switched to an older mpu, which had previously been replaced due to low voltage and no external power alarms, and battery power, however, the older mpu also stopped working, so the patient switched back. The patient then suffered a fall with brief period of unresponsiveness and complained of chest pressure. The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose from either the wall outlet nor the back of the unit, and there were no environmental circumstances that would have affected ac power at the time of the events. Log files were submitted for review and captured power cable disconnect and no external power alarms on (B)(6) 2025, while connected to the older mpu, caused by power to the mpu being briefly disconnected. There was no interruption in pump support during these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) atypically alarming was confirmed via investigation of the returned mpu. The mpu (serial number: (B)(6) was returned to the pleasanton service depot. Damage on the patient cable was noted upon initial investigation. The mpu booted up and functioned as intended, even when the patient cable was manipulated. Data from the reported event dates of 29mar2025 ¿ 31mar2025 was reviewed in the submitted log files. On (B)(6) 2025 at 21:36, (B)(6) 2025 at 03:08, and on (B)(6) 2025 at 09:47, no external power alarms activated consistent with a loss of external power while the patient was connected to the mpu. The alarms resolved when power restored to normal levels. The backup battery supported the system as intended and the losses of external power did not prevent the controller from supporting the system as intended. The mpu was forwarded to the product performance engineering group for further analysis, and the unit functioned as intended. The underlying wires of the patient cable were measured, and all wires were within specification. The outer layers of the cable were stripped in the areas of damage, and it was noted that several of the wires were damaged. The unit was reconnected to the mock circulatory loop, and no external power alarms activated, confirming the reported event. The root cause of the reported event was determined to be due to damage to the mpu patient cable, but the root cause of the damage was not able to be determined. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.